Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 6dec2018. The service engineer (se) inspected the device and found an error code for "relief valve cracking pressure out of range" in the diagnostic logs. The se adjusted the pressure relief valve and all tests passed.

Event description:
It was reported that the ventilator was failing extended self test (est) no patient involvement. The event date was not specified; estimate used.